Manufacturer narrative:
(B)(4). Medwatch sent to FDA on: 02/12/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, tenderness and extreme firmness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: adverse events: per table 1: treatment site responses by maximum severity occurring in greater than 5% of subjects after initial treatment (n= 265) possible treatment site responses post injection with juvederm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by less than equal to 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿

Manufacturer narrative:
Device history record summary. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications the sterilization cycle is registered as conforming.

Event description:
Additional follow-up with the healthcare professional noted that the patient has been additionally injected 10 times over 5 months with hyaluronidase.

Event description:
Healthcare professional reported that approximately 4.5 months after injection with two syringes of juvederm voluma xc in the cheeks, the patient began experiencing swelling, tenderness, ¿extreme firmness¿ at injection sites. Patient was treated with prednisone approximately a month after symptom presentation. The patient was also injected with hyaluronidase on 4 separate occasions. All treatments were considered effective by the treating physician. Symptoms have not completely resolved.